Event description:
He says he bought two of these on (B)(6) 2013 and first wore them on (B)(6) 2013. He said after a 'very short time' he felt a burning sensation under the braces. He removed them and noticed raised sores forming on his skin under the braces. He visited his doctor on (B)(6) 2013 and was sent to the emergency room because the raised sores were beginning to spread, appearing 'everywhere on my body.' He has no allergies that he is aware of. He didn't mention any prescription drugs at all and his invoices aren't itemized. I'm going to treat this as an rx medical because of the likelihood of prescription drugs.